Manufacturer narrative:
Device repairs for implementation of (B)(4)

Event description:
The customer reported that when discharging a patient, the central monitor would "freeze" and then restart. There was no patient incident.